Event description:
It was reported that the patient experienced swelling of the lower limbs from her knees down to her feet following a new pump and catheter implant. It was stated that the swelling was pitting edema. The patient also experienced hypertension, nausea, vomiting, urinary retention, and acute pain in her feet following surgery; however, the patient did have foot pain prior to implant. It was also reported that the patient had difficulty walking and could not wear shoes, which caused broken capillaries. The patient's husband had to carry her or she would use a wheelchair. The patient had met with 4 different healthcare providers (hcp), but noted that nothing abnormal had been found. It was noted that the symptoms were present while the patient was in the hospital, post-implant. The drug used in this system was dilaudid. About 2.5 months later, it was reported that the patient had been experiencing the side effects of dilaudid. It was noted that the dosage had been decreased by 10%. The patient recovered without sequela and it was stated that no hospitalization was necessary, though the prior report stated contradictory information regarding hospitalization. About four months later, it was reported that the patient had also been "out of it for nine days after surgery", but the decrease in medication dosage reduced the post-implant symptoms and allowed the patient to go home.

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
Additional information received reported that the patient¿s back was doing ¿better¿ after the pump was implanted, but then she developed foot pain. The patient had x-ray in her back but the results were ¿normal.¿ the patient was not very happy and she was dizzy. Her trial was ¿wonderful and she felt great for 3 days.¿

Manufacturer narrative:
(B)(4).